Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered. Concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had unstable high thresholds with non-capture noted on stored electrocardiograms. During the times of loss of capture, the patient experienced dizziness. The rv lead had high impedance and oversensing of noise with sensing integrity counter (sic) episodes. The lead is scheduled to be revised and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.